Manufacturer narrative:
It was noted the lead was in the possession of the hospital. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rate/sense and shock channels, and oversensing. There was no pacing inhibition, and the patient was not rv pacemaker dependent. A surgical revision was performed, and the lead was explanted and replaced. No additional adverse patient effects were reported.